Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, customer reported that they observed crystallization around both the closed tube aliquoter (cta) wash and sample syringes on the dxc 600i instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and performed preventive maintenance on the cta, performed a carryover test and tested quality control. No problems noted by fse. Repairs were verified per established procedures.